Event description:
It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019 were the existing lead was revised. "A" additional lead was added to improve coverage.

Event description:
It was reported the patient has been receiving inadequate coverage/therapy. In turn, reprogramming was performed via company representative but was unable to provide resolution. As a result, surgical intervention is pending to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2019-01943; 1627487-2019-03477. It was reported during follow up that surgical intervention was undertaken on (B)(6) 2019 during which the patients leads were re-inserted into the ipg resolving the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2019-03477. It was reported in follow up the patients lead revision did not resolve the ineffective stimulation. As a result, surgical intervention may be pending to replace the patients ipg.

Event description:
Device 1 of 2. Reference MFR report #1627487-2019-03477.